Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-70, serial#: (B)(4), description: infiniontm cx 70 cm lead. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing groin pain prior to activation of stimulation which persisted after stimulation was turned off. Severe stomach cramping was also noted with low amplitudes of stimulation and some mild numbness to the patients feet. A computerized tomography (CT) was taken and results showed a disc bulge at t11. The physician believed that the bulge plus the implanted leads contributed to the stenosis causing the patients symptoms. The patient underwent a lead explant procedure.